Event description:
Subsequent to the initially filed report, additional information received noted the patient expired on (B)(6) 2019. Per the physician, the patient death is not related to the mitraclip device or procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: null. Device codes: null. Internal file number - (B)(4). D10, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for analysis. Returned device analysis confirmed the reported gripper line break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The device was sent to the scanning electron microscopy (sem) lab. The sem analysis was performed on the broken gripper line and it appeared that this gripper line fracture was caused by tensile stress, resulting in a ductile rupture/ductile shear fracture face morphology. It should be noted that the mitraclip instructions for use (IFU), cautions the user against raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair clip delivery system (cds) performance. All available information was investigated and the reported user error of the gripper lever being forcefully pulled past blue line resulted in the reported gripper line break. The foreign body in the patient was a result of the procedural conditions as the clip was deployed on a single leaflet. A cause for the unchanged mitral regurgitation cannot be determined. The reported patient effects of foreign body in the patient and mitral regurgitation are listed in the IFU as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information received noted the patient expired on (B)(6) 2019. Per the physician, the patient death is not related to the mitraclip device or procedure, but due to the pre-existing severe pulmonary disease. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use cautions the user against raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds performance. All available information was investigated and the reported improper or incorrect procedure/user error of forcefully pulling on the gripper lever significantly past blue line resulted in the reported gripper line break. The foreign body in the patient was a result of the procedural conditions deploying the clip on a single leaflet. The cause for the unchanged mitral regurgitation (mr)cannot be determined. The reported patient effects of foreign body in the patient and mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two mitraclips were deployed successfully and the mr remained at 4+. A third clip delivery system (cds) was advanced to the lateral side of the mitral valve. The leaflets were grasped and the gripper arms raised however force was applied when pulling on the gripper lever, and the gripper line broke. The only thing that could be done was to deploy the clip only attached to the anterior leaflet. The procedure was completed at this time. Three clips were implanted and the mr remained at 4+. No additional information was provided.